Event description:
Device 3 of 3. Reference MFR reports# : 1627487-2013-20117, 1627487-2013-20118. The pt was implanted with two leads of the same lot number. It was reported the peripheral leads were revised due to a previous fall. It was further reported several contacts were invalid. Follow-up revealed effective stimulation and coverage was achieved post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.